Event description:
The pt reported an elevated blood glucose reading of 600 mg/dl with his normal range being 100-200 mg/dl. He stated he felt sick and "threw up." He said he corrected his blood glucose levels by giving himself a bolus of insulin. During troubleshooting, the pt stated he received an occlusion (04) alarm and that the piston rod of his insulin infusion set seemed to be loose. He stated he changed the piston rod and infusion set. He said he does not know what his blood glucose level is now as he just ran a bolus. Troubleshooting did not find any issues with the product. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.